Manufacturer narrative:
D4: model and catalog numbers corrected. E1; reporter contact information was not available. The information regarding the external outflow graft obstruction (eogo) will be investigated and reported under MFR #2916596-2024-05457. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the right heart failure existed before left ventricular assist device (lvad) implant. The device contributed to the right heart failure as the patient experienced external outflow graft obstruction (eogo). The eogo was resolved with biodebris removal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right heart failure with symptom of ascites. The patient was hospitalized from (B)(6) 2024 and a revolution adjustment was performed.